Event description:
It was reported that at the beginning of the procedure, there was no red dot and ineffective lasering. While cleaning the fiber, the tip fell off. A new fiber was used to complete the procedure. There were no patient complications.